Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) observed that the refrigerator temperature monitor was out of range. This issue was identified as being outside the scope of the remote manager system, and hospital maintenance was informed to resolve it. Multiple attempts were made to reach fse to obtain the repair information, but no response had been received regarding the issue. All remote management (rm) functions were found to operate normally, and general inspection was completed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system remote manger was failed. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system remote manger was failed. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.